Manufacturer narrative:
Section references the main component of the system and other applicable components are: product ID: 3889-28, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. (B)(4) pertains to the ipg ((B)(4)) and lead ((B)(4)). (B)(4) pertains to the ipg ((B)(4)) and lead ((B)(4)). Evaluation conclusion code pertains to the ipg ((B)(4)) and lead ((B)(4)).

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that the device was taken out a month after she had it put in. The patient reported that she had a burning sensation and that it was uncomfortable almost like her body was rejecting it. The patient reported that she spoke with the physician but he said it was fine. The patient reported that she was not happy with it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.